Manufacturer narrative:
Date of event: unknown, assumed the first day of month that complaint was reported. Batch # u5a934. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60b fully fired cartridge loaded on the device. In addition another gst60b reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a roux-en-y, staple formation was missing. Straight staples were seen after firing the stapler. Procedure was not delayed due to the reported event. It is unknown how the case was completed. There were no patient consequences reported.